Manufacturer narrative:
B5: per provided surgical pathology report, alcl testing is negative post textured implant removal on (B)(6) 2019. Patient information was received via medwatch report on 8/12/2021 and had since refused to attend any provided appointments or follow ups and refused to provide any information. These results above were provided by last implant replacement surgeon who placed the smooth devices currently implanted in the patient at the time of the medwatch report. B6: exam date: on (B)(6) 2019, surgical pathology result: immunohistochemistry for cd30 was performed on part a and c and does not show a prominent population of large cd 30 positive cells. These results were provided on (B)(6) 2022 by last revision surgeon.

Event description:
Per provided surgical pathology report, alcl testing is negative post textured implant removal on (B)(6) 2019. Patient information was received via medwatch report on 8/12/2021 and had since refused to attend any provided appointments or follow ups and refused to provide any information. These results above were provided by last implant replacement surgeon who placed the smooth devices currently implanted in the patient at the time of the medwatch report.

Event description:
Suspected bilateral alcl right side.